Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected motor arm cannot communicate with the main arm alarm, software error detected alarm or blank display anomalies noted during testing, however motor arm cannot communicate with the main arm error alarm followed by software error detected alarm was present in format history file due to software error. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on the display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of a blank display. The customer's blood glucose reading was unknown. After inserting new battery, the customer received pump errors. The insulin pump will be returned for analysis.